Event description:
The iab leaked. This was the only info at the time of the report. On 3/19/98, datascope was not notified the original complaint report was incorrect. The facility reported that it learned at a later date that a non-datascope iab was used. [Event complications]: none from the event-reported 11/20/97. [Pt's current status]: unk-rpt'd 11/20/97.

Manufacturer narrative:
A non-datascope iab was involved in the event. The device was not returned to datascope for eval. Since the original event did not involve a datascope product, no add'l info was supplied and the file was closed.